Manufacturer narrative:
H11: machine log files were was analysed confirming the issue. Searching for "watchdog" or "startup" keywords doesn't give any result, which means that no reset of the cockpit happened due to watchdog reset or unexpected application crashes. The backup control unit maintains control during the reboot. The cockpit screen may reboot showing the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. The gas blender returns to the original settings selected by the user and may require the operator to adjust flows if changed during operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
: Complaints database review revealed that similar events have been reported by other customers. Notably, throughout the essenz hlm cockpit reboot events, the pumps continued to operate fully, and the system remained controllable through the backup control unit with no impact on the clinical procedure. Reboot is an intended mitigation to reestablish the user interface in case of an unrecoverable exception at the tscp board level. This causes the linux operating system to reset the application to resolve the problem. By design, during the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continue to perform as expected. During the reboot, the cockpit screen shows the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided h11: livanova deutschland manufactures the essenz hlm- this is on hlm 1.4.1 software. Battery level is not displayed and the battery test will not start. The biomed recently replaced the battery. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This report was intiallly submitted on friday 11 april 2025 and then resubmitted.

Event description:
Livanova deutschland received a report that essenz control panel screen turned off during a procedure. No other thing on the pump turned off. Medical team touched the screen to see if it would respond and it did not. Patient maps were maintained and color was changing. Medical team opened the backup control panel underneath and saw that the arterial pump was still flowing over 5l/min. There was a 3-minute period where there was no direct correlation of rpms and flow being achieved. Then, the screen began to reload. Once those 3 minutes were up, and the screen turned back on, medical team had the option to ''start a new case'' or ''last case'' (exact same screen that is shown when you turn on the pump in the morning). However, immediately upon its reboot, the cardioplegia bubble detector alarm was going off (similar to how it occurs when you start the case out of safety mode in the morning). Medical team chose the ''last case'' option since they were still in that current case. Then surgenon reported there was no color change in the lines anymore. Medical team verified the oxygen line and found that, despite all had fully restarted, the electronic blender had completely shut off. No alarms in regard to this were displayed. A jump in the sweep from 0 to 3.4 is visibile and medical team increased the sweep on the screen to return oxygen to the patient. Then, color changed and the sweep was adjusted back to where it was prior to the blender shutting off. There is no report of any patient injury.